Manufacturer narrative:
Additional information/corrected data: although initially, the account reported that the patient's issues first noticed on (B)(6) 2021, one day post-op; however, additional information received from the customer indicated that the date of event was (B)(6) 2021. The account also reported that the lens was explanted due to residual refractive error and that the lens has been discarded. It was indicated that the patient¿s vision has improved objectively on eye chart; however, subjectively she still feels visual acuity (va) of the left eye is still blurry. Also, (B)(6) doctor phone and email were provided. The following fields were updated accordingly: section b3: date of event: (B)(6) 2021 section e1: doctor's e-mail: (B)(6). Section e1: doctor's phone number: (B)(6). Section h6: health effect - clinical code: 2138 section h6: type of investigation: 4115 . All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye due to patient experiencing blurry vision and residual astigmatism. The patient reported of some difficulty driving during the day and moderate difficulty driving at night. The patient's symptoms were first noticed on day one post-operation. Another johnson & johnson lens (dib00 model and higher diopter) was implanted as a replacement. There were no interventions required and no patient injury was reported. On (B)(6) 2021, the patient was 20/20-2. No further information was provided.